Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected. No swelling around the implant nor signs of trauma have been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator electronics that is typical for severe external impact to the housing. Even though no such causal event, like an accident, is mentioned in the patient report. Additionally, an incomplete insertion during implantation surgery is noted on the implant registration card (irc). The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient's hearing performance with the device was affected. No swelling around the implant nor signs of trauma were reported. The recipient has been re-implanted.